Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. This case will be closed. If new information becomes available at a later date, a follow up report will be submitted.

Manufacturer narrative:
Report date: 14sep2021.

Event description:
The customer reported that the unit's proximal pressure sensor auto zero failed and led display is broken. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and reported code 110b logged. Product support reviewed suggested repair per the manual. Product support had customer remove the data acquisition (da) pcba and inspect the pins coming from the autozero solenoids. The customer stated some looked a little misaligned. Product support advised to straighten them out and be sure they align correctly when they reinstall the da pcba. If problem persists, advised to replace solenoids 3 & 4. Provided part ID for solenoid valve, v60. Further information is pending.